Event description:
A report was received that alleges that the cuff deflated after and 8 hours in situ. No incident related medical sequelae was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Visual examination did not identify any obvious defector damage. Performance tests were then performed. The cuff was inflated to 100cm h2o and inspected, no leakage was noted. The device was left inflated for 12 hours and re-inspected, without evidence of deflation. The cuff was inflated to failure. At 200cm h2o air leakage was found at the proximal cuff skirt. It should be noted that this device was tested in excess of normal operating limits of 30 - 40cm h2o. We were unable to determine when or how the device became damaged.